Event description:
It was reported, that the programmer display was not responding to finger touch after updating to the latest version. But, it was working for touch pen. Troubleshooting steps were taken to include performing a power cycle twice and suggested to re-update the software to resolve the issue. It was noted, that occasional drifting and wandering of the cursor was observed, during the software update re-run. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer display was not responding to finger touch after updating to the latest version but it was working for touch pen. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.